Event description:
On (B)(6) 2012, this pt was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that after deployment of a gore excluder aaa endoprosthesis featuring c3 delivery system, the physician had difficulty cannulating the contralateral gate due to excessive thrombus in the aneurysm sac. An attempt was made to snare the delivery catheter from the other side, but the guidewire would not advance through the device on the other side. The physician elected to convert the pt to an aorto-uni-iliac procedure with fem-fem bypass. The aneurysm was excluded and the pt had good perfusion to her legs at the end of the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.